Manufacturer narrative:
Unable to verify absence on insulin flow blocked alarm or to perform rewind test, basic occlusion test, occlusion test, force sensor test, prime seating and displacement test due to broken motor slide tip. The insulin pump was received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that piston was blocked and insulin could not deliver. Customer's blood glucose was unknown.